Event description:
The customer reported that the bellavista 1000 us is having an alarm 305 communication to cfb disconnected while on a patient. Furthermore, the customer confirmed that the patient started to desaturate but transferred on an alternative ventilator with no patient harm associated with the event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, the facility is using hl7 and software v6.0.1900.0 was installed. No root cause has been determined yet because the investigation is still on going.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10 results of investigation: vyaire medical was able to confirm the issue, and alarm 305 was resolved after a restart. The hl7 protocol was confirmed to be enabled and sw v6.0.1900.0 is installed. Root cause of failure was determined due to the communication between the user interface controller (epc) and the ventilation controller (cfb) was disrupted and was only re-established after the machine was restarted. The ventilation controller software stops due to a conflict in memory resource allocation between software tasks, resulting in the generation of the technical failure alarm 305. A combination of software version 6.0.1600.0 or higher and active hl7 data transmission is required for the failure condition. The software patch v6.0.2100.0 is currently being developed. CAPA: I-ch-21-018 / CAPA-000000906. Fsca 2021-001 triggered. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.